Manufacturer narrative:
06/16/2021 - the consumer accepted a replacement and will not return the device to the manufacturer. Therefore an investigation will not occur.

Event description:
6/1/2021 - the consumer claims the cord had melted. The consumer will accept a replacement.